Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 150 mg/dl and 142 mg/dl on comfort curve strip lot 549679 and 284 mg/dl on comfort curve strip lot 549725. All tests were reportedly performed within 10 minutes on the advantage system. Reporter indicated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with comfort curve test strip lot 549679. Reference medwatch report with (B)(4) for discrepant back to back results with comfort curve test strip lot 549725.